Event description:
A us distributor reported that a battery charger was unable to charge a battery pack.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (battery charger problem) has been confirmed. Upon investigation the battery charger was unable to charge a battery. The cause for the failure was isolated to a pin misalign between the battery board and j5 on the bedside board. The root cause for the misalign between the battery and bedside boards could not be positively identified. There was no adverse event that resulted from the damaged charger.